Event description:
It was reported that this patient presented to the emergency department, and it was discovered that the right ventricular (rv) lead was not capturing. Additionally, it was noted that the patient had a small effusion. The patient was transferred to a different hospital in which surgical intervention was performed and the rv lead was re-positioned successfully. The physician elected to upgrade the patient's device to a dual chamber pacemaker as the patient was in sinus rhythm. The physician suspected the lead was perforated. No additional adverse patient effects were reported.